Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received an occlusion alarm. Customer's blood glucose was 560 mg/dl with an unknown level of ketones. Customer was admitted to the emergency room (ER) where potassium and IV fluids were administered. Customer was released from ER after 20 hours with a stable blood glucose level. The occlusion occurred in the past; therefore, troubleshooting could not be performed.